Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. The physician was able to reposition it successfully. Additional information obtained from the field representative indicates that lead revision was performed due to high pacing thresholds and that according to the physician the dislodgement probably occurred within the first few months after the initial implant. The rv lead remains in service. No additional adverse patient effects were reported.